Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(4) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(4) 2015. Cgm device is being used on patient under 2 years old against user's guide specifications. The patient's mother did not report injury or medical intervention.